Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "Customer claims this unit is alarming ext high ppeak pressure, no other alarms were present, error log is showing "improper power down and pneumatic ftc" informed customer that this alarm can be generated by a transducer calibration going out of spec, he claims he calibrated the inspiratory pressure transducer, exhalation pressure transducer and the problem was not corrected. Informed customer that most likely the problem could be in the tca pcb and the gde needs replacement. Customer claims the ventilator was not on a patient when the problem occurred. He is going to get a p/o and call back to order a gde."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. The carefusion tech support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The user facility was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the march 26, 2015, the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion's failure analysis laboratory. An investigation was performed and the unit displayed extended high ppeak and circuit occlusion. They identified the root cause of the reported issue to be the a/d count being stuck for pressure readings which describes a known fault condition. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications.